Event description:
It was reported that during and ultrasound-guided kidney biopsy the device allegedly failed to obtain tissue samples and was allegedly difficult to remove. It was further reported that the patient's kidney began bleeding necessitating additional treatment to stop the bleeding and the procedure was completed with another device. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: per the complaint history report, there are 3 complaints reported for this lot number. Based upon the severity level and lot quantity, the number of events is at or below the acceptable quality levels. No sample was returned for evaluation. No other objective evidence was returned for review. Therefore, the investigation is inconclusive for the alleged difficult to remove. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.    Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2021).

Event description:
It was reported that during and ultrasound-guided kidney biopsy the device allegedly failed to obtain tissue samples and was allegedly difficult to remove. It was further reported that the patient's kidney began bleeding necessitating additional treatment to stop the bleeding and the procedure was completed with another device. The current patient status is unknown.